Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of four reports (3007042319-2015-01865, 3007042319-2015-01866, 30047042319-2015-01867 and 3007042319-2015-01868) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report this is 1 of 4 reports (3007042319-2015-01865, 01866, 01867 and 01868) submitted for devices related to the same patient. Product in route.

Event description:
It was reported by the site perfusionist in (B)(6) that while at home the patient observed power switching on four batteries. The site was instructed by the manufacturer's representative to remove the batteries from service and replace with new batteries. There was no impact or consequence to the patient reported. It was indicated that the batteries would be returned to the manufacturer. This MFR report is 1 of 4 related to the same event.